Event description:
The kds recording software that is provided on the 9310hd computer for recording laryngeal procedures, laryngeal videostroboscopy, and fiberoptic endoscopic evaluation of swallowing will intermittently freeze during the before named procedures with no system warning. This software / system issue has been reported to pentax medical on multiple occasions since july of 2017. The computers and software have been evaluated by pentax medical techs with no resolution of the problem. This is a serous issue during laryngeal procedure and swallowing evaluations as it can put the pt's health at risk. When the software freezes during an in office true vocal fold injection and medialization the physician is unable to view the larynx and where the needle is injecting the vocal fold. When the software freezes during a swallowing examination the clinician is unable to view the pharynx, larynx and upper airway, and may miss an aspiration event. FDA safety report ID# (B)(4).